Manufacturer narrative:
Upon review, mentor has become aware that medical device problem code off-label use (a2304) was missing from the previous submissions. Per the instructions for use, these devices are not indicated for breast tissue expansion applications. Manufacturer's reference number: (B)(4) medical device problem code off-label use (a2304) added to h6 medical device problem code field.

Manufacturer narrative:
After additional review of this event by mentor's clinical safety and regulatory teams on (B)(6) 2022, it has determined that the device was not used off-label. As a result, medical device problem code off-label use no longer applies. Manufacturer's reference number: (B)(4), h6 medical device problem code off-label use no longer applies.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. During the visual analysis of the returned sample exp rnd remote 550cc no apparent damage or visual anomalies were observed on the shell, however, the tubing was found cut. Leak testing was performed, according to with mentor procedure, and it revealed a tear on the posterior aspect, measuring approximately less than 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Microscopic examination was performed on the edges of the tubing, and parallel striations were found in the whole area of the tubing. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: a mentor tissue expander 550cc , catalog number 3504307m, lot number 7692859. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction primary with a mentor tissue expander 550cc and suffered from deflation on the right tissue expander. As a result, the patient had undergone removal and replacement with a mentor tissue expander 550cc on (B)(6) 2019. The patient has a history of breast neoplasia.

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation was performed for the finished device (B)(6) number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).